Event description:
Pt's spouse called in 2004 alleging that spouse's meter displayed an insert strips message and ended up in the hospital with readings in the 30's or 40's. Medical affaris was unable to get in contact with the pt and sent the pt a letter to obtain more clinical information. Medical affairs was unable to get in contact with the pt and sent the pt a letter to obtain more clinical information. No information if the pt experienced any symptoms prior to testing. Since pt was unable to obtain a reading, they went to the hospital and were treated with glucophage [sic] and other oral medications. Ccr walked the pt through a check strips test (acceptable range unknown) and control solution test, which passed. Therefore, there is not an evidence of malfunction. This case is being reported as adverse event, since use error may have contributed to the injury.